Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found scratches and cracks on lcd lens screen. The customer stated problem was duplicated. There was a constant -air in line- error alarm during investigation. Air detector sensor was defective and inoperable so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during bench testing of a smiths medical solis vip pump, the pump exhibited air in line. No patient was involved in this event. No adverse effects were reported.